Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that phantom failed drawer icon displayed. The field service engineer (fse) manually opened all four doors, which prompted the system to display the drawer recovery option. Once available, the drawer recovery process was completed successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 3 failed. The system displayed a failed hardware error message, and rss (remote support service) also indicated a hardware failure message the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.